Event description:
It was reported that a consumer experienced burning and stinging when inserting her lenses after soaking them in the solution overnight. The consumer stated that she went to the emergency room, was given some tylenol for the pain, and was told her that her pupil was enlarged. Additional information received on (B)(6) 2015 from the consumer stated that she did seek medical attention and that the burning had not yet resolved nor had she resumed lens wear. Further clarification revealed that the consumer misused the solution against the directions for use by rinsing the lens cup out with water. Additional information received on (B)(6) 2015 from the consumer provided the contact information for the eye care provider (ecp) who saw her for this event. The consumer stated that her vision is blurry and that she cannot see. She stated that she has to see a specialist regarding her vision and that her pupil is still enlarged. The consumer also stated that the ecp who treated her told her that she could not wear her lenses for 3-6 months because her pupils were enlarged. Additional information received on (B)(6) 2015 from the consumer who stated she had a follow-up appointment with the eye care provider on (B)(6) 2015. The consumer also stated that her vision is still blurry and she has still not resumed lens wear. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).